Event description:
New information received notes that, recommended programming changes were made. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient was presented via merlin.net . Non-sustained lead noise due to post-pace t-wave oversensing was observed on stored egm. The device was reprogrammed and remains implanted.

Event description:
New information received notes that, the asymptomatic patient presented in clinic for follow-up. The device had another instance of post-paced t-wave oversensing. Additional programming changes were recommended.